Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing that was consistent with oversensing related to the minute ventilation (mv) feature. Impedance measurements on the ra lead measured in the upper 300's to 800 ohms and were reported to be intermittent with both ra and right ventricular (rv) lead. Rv thresholds were also intermittent measuring from 0.6 to 1.2 mv when the device output was programmed to 2.4 mv. Technical services recommended to turn off the minute ventilation feature and to switch from a unipolar pace to bipolar sense for both lead channels. The ra and rv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).